Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprostheses using a gore dryseal sheath with hydrophilic coating. During the procedure, the physician tried to advance other manufacture¿s introducer sheath from the left femoral artery, however, it was unable to advance the sheath due to severe calcification and stenosis. Then the physician tried to advance the dsl2028j, however, it was also unsuccessful. It was reported that the left external iliac artery was injured while the physician was trying to advance the sheaths. It is unknown which sheath was contributed to the injury. The left external iliac artery was replaced with a surgical graft to treat the injury. The physician tried to advance the sheath again from the right femoral artery, however, it was unsuccessful and the physician gave up continuing the procedure. Stent grafts were not implanted. The patient tolerated the procedure.